Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead exhibited myopotential noise oversensing suspected to be caused by insulation damage. During an in-office review isometrics could replicate the noise. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that the oversensing led to pacing inhibition and there was asystole for a couple of seconds in the electrogram, however no patient symptoms occurred. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This product remains implanted and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited myopotential noise oversensing suspected to be caused by insulation damage. During an in-office review isometrics could replicate the noise. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that the oversensing led to pacing inhibition and there was asystole for a couple of seconds in the electrogram, however no patient symptoms occurred. No additional adverse patient effects were reported. This lead remains in service. Additional information was received indicating that this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited myopotential noise oversensing suspected to be caused by insulation damage. During an in-office review isometrics could replicate the noise. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead exhibited myopotential noise oversensing suspected to be caused by insulation damage. During an in-office review isometrics could replicate the noise. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that the oversensing led to pacing inhibition and there was asystole for a couple of seconds in the electrogram, however no patient symptoms occurred. No additional adverse patient effects were reported. This lead remains in service. Additional information was received indicating that this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.